Event description:
Pt came to hospital outpatient baclofen clinic to have his medtronic synchromed infusion pump, model#8627-18 refilled. Initial telemetry reading obtained using medtronic programmer n'vision 8840. Telemetry strip showed incorrect settings. The patient identifier was correct (map) and drug concentration was correct (2000mcg/ml). However, the strip showed the pump to be delivering 175.1 mcg/day (his correct dose is 271mcg/day), the reservoir volume showed incorrect amount of 7.3ml left in pump (the correct strip showed the reservoir volume at 5.7ml), the calibration constant was showing an incorrect number of 178 (the correct calibration constant is 115). We attempted to reprogram the pump and a pump error message appeared stating "wrong patient." The programmer was turned off and a session restarted. At this time, the correct information appeared and the pump was reprogrammed. The patient had complained of increased spasticity intermittently. Patient stated that he feels like the pump isn't working sometimes. Information reported to attending physician and medtronic technical support services. Copy of telemetry strips faxed to medtronic for review. Please note that the patient identifier was correct on both strips. The patient had not had any changes since his last visit 3 mos ago. The last visit date appeared correctly on both strips.